Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint of a texium leak at the connection to the mating device because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Additional patient information; diagnosis: esophageal cancer.

Event description:
It was reported that the patient's port-a-cath was attached to an elastomeric ball (pump) to deliver fluorouracil (5-fu) chemotherapy to infuse over a 48-hour period. The texium was in place at the tend of the tubing to the elastomeric ball; this was attached to the tubing from the port. On (B)(6) 2019 at the time of disconnect, the patient stated that he changed his shirt that morning and he noticed that the chemotherapy medication had leaked and he had a white residue on his stomach. There was no skin irritation noted and the patient stated that he had cleaned the area with soap and water. The nurse noted that the texium appeared to be engaged and the tubing set seemed to be intact, however there was white residue found around the texium hub and on the chemotherapy tubing set. The patient's vital signs remained stable and there was no need for additional medical intervention.